Manufacturer narrative:
Diopter: 13.00 se/2.0 evaluation method: lens work order search. Evaluation results: a lens work order search revealed one similar complaint within the work order. Visual inspection of the returned product found a 1/4 piece of the lens remains (piece of optic and piece of haptic). Some 3/4 of the lens is torn off and missing. The lens was returned dry. There was evidence of dry clear surgical residue on product. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 13.00 se/2.0 diopter silicone single piece lens with toric optic. Lens torn during insertion into the eye. Lens was removed with no patient injury. Backup lens was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Evaluation: method - (process evaluation): device history record review, medical review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Per medical review - reportedly, lens was torn off during insertion requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. According to the report by a nurse, dated on (B)(6) 2016, the backup lens was successfully implanted and the cause of the event was unknown. The same report stated that there was no patient injury. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).